Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? No information, but it was reported at least that the staples were unformed. If yes, were the staples that deployed into tissue formed in the proper closed b-formation? Were staples missing or staple lines incomplete but the tissue was cut? No information. If yes, please explain.

Event description:
It was reported that during an unknown procedure, the staples were unformed when the device was used on the glisson's sheath. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.